Manufacturer narrative:
H2) additional information: e1 (facility name, street 1, city, country, postal code), e3. H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that arm cart assembly 3 failed calibration. Review of the system logs showed an occurrence of an error code for 'setup arm joint 4 brake test failed' and an error code for 'calibration failure'. The arm cart assembly failed the calibration due to a failure of the setup arm joint 4 brake torque self test. Brake regeneration was successfully performed on setup arm joint 4. The arm cart assembly was then able to pass calibration. Evaluation of the arm cart assembly confirmed the reported condition. The most likely root cause of brake torque failures during calibration was determined to be a degradation in the holding force of the brakes resulting in brake self-test failures caused by contamination of the brake pads and brake discs by grease/oil from a bearing located close to the brakes. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, the arm cart assembly failed calibration. The calibration tone was playing on the system but nothing happened. Disconnecting the arm cart assembly left it frozen in a pre-calibrated state. The system was restarted without the faulty arm cart assembly, to resolve the issue. As this procedure was planned to only use 3 arms, the procedure was continued without the faulty arm cart assembly without incident. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, the arm cart failed calibration. The calibration tone was playing on the system but nothing happened. Disconnecting the arm left it frozen in this pre-calibrated state. The system was restarted without the faulty arm to resolve the issue. As this procedure was planned to only use 3 arms, the procedure was continued without the faulty arm without incident. There was no patient involvement.